Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing electrode migration. A CT scan confirmed electrode migration. The recipient presented with no sound perception on a few electrodes. Programming adjustments have been made; however, the issue did not resolve. Revision surgery is scheduled.